Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type :recharger.

Event description:
Additional information was received from the patient. It was reported that the dead ins and pain had been resolved. In addition, the adhesive discs made the charging much easier and needed less time in doing so. The patient's weight was reported as 115 - 117 lbs. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type recharger. Codes apply to the ins (97714) all remaining fdd codes apply to the desktop charger (37761). Code applies to both the ins (97714) and the desktop charger (37761). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger (insr) screen was blank and that they could not get it to power up or charge. The patient had a difficult time plugging the desktop charger into the insr. Since the patient was unable to charge the insr, they were unable to charge the ins and lost therapy/were in pain and could hardly walk. A new desktop charger was sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they are still having problems getting a full charge and that their medication/stimulation are not helping with their lower back pain.